Event description:
It was reported that the patient had erosion of the pocket and septic pocket. The entire system was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.